Event description:
It was reported that during a angioplasty procedure, stent damage occurred. The 2.5x32mm, 80% stenosed, eccentric and progressive target lesion was located in the severely tortuous and mildly calcified proximal left anterior descending (lad) artery, with 65% ejection fraction. The lesion was pre-dilated and a 3.0x38mm promus element was implanted in the lad and a 3.0x12mm promus element was implanted in the left circumflex (lcx) artery. The implanted stents were post dilated with a kissing balloon technique using a quantum apex balloon. Another obstruction in the mid lad with two previously implanted stents was also noted. The physician advanced the 2.75x32mm promus element stent but the stent was unable to cross the lesion and became "twisted and deformed." The lad lesion was balloon dilated for 60 seconds with good result. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a angioplasty procedure, stent damage occurred. The 2.5x32mm, 80% stenosed, eccentric and progressive target lesion was located in the severely tortuous and mildly calcified proximal left anterior descending (lad) artery, with 65% ejection fraction. The lesion was pre-dilated and a 3.0x38mm promus element was implanted in the lad and a 3.0x12mm promus element was implanted in the left circumflex (lcx) artery. The implanted stents were post dilated with a kissing balloon technique using a quantum apex balloon. Another obstruction in the mid lad with two previously implanted stents was also noted. The physician advanced the 2.75x32mm promus element stent but the stent was unable to cross the lesion and became "twisted and deformed". The lad lesion was balloon dilated for 60 seconds with good result. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified distal stent damage. The first two rows of the distal stent struts are twisted and stretched and have moved over the distal markerbands. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. There was a kink in the hypotube 17 mm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is another device/drug/subsequent procedure caused the complaint event. (B)(4).